Event description:
The subject device was returned for analysis and the device investigation revealed that the guidewire (subject device) ptfe (polytetrafluoroethylene) coating was noted to be peeling and the guidewire (subject device) was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be peeling in several areas, 29cm - 36cm from the proximal end. The guidewire was seen to be broken/fractured across the nitinol tubing with the platinum wire exposed 84.8cm from the proximal end. The core wire was observed through the distal tip dome. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip after hydrating. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. Functional inspection to test the reported event ¿guidewire distal end/tip kinked/bent¿ was not performed as the guidewire was broken/fractured. Guidewire friction could not be duplicated due to the break. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'guidewire distal end/tip kinked/bent' was not confirmed based on analysis. The reported event 'guidewire friction' could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the proximal of the parent vessel was very tortuous, microcatheter was used with the subject guidewire, the guidewire tip was shaped 30 degrees, and it was noted that it was hard to deliver the product smoothly in the patient's vessel. An assignable cause of not confirmed will be assigned to the reported event 'guidewire distal end/tip kinked/bent' since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. Based on the analysis and information provided, it is probable that the guidewire experienced high tension and/or torsion forces during delivery through the tortuous portion of the parent vessel, causing the wire to fracture. An assignable cause of procedural factors will be assigned to the reported event 'guidewire friction' and the analyzed event 'guidewire broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe (polytetrafluoroethylene) coating damage most likely occurred as a result of interaction with an accessory device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the analyzed event 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. As the root cause for this issue has not yet been established, an assignable cause of undeterminable will be assigned to the analyzed event 'device has cosmetic/appearance issue'.